Event description:
A customer reported the uom setting of their locked freestyle meter changed from mmol/l to mg/dl. There was no report of death, serious injury or mistreatment.

Manufacturer narrative:
This is an initial report. The product has been requested back for investigation. A final report will be submitted when the investigation is complete. Customers and retailers have been informed through the adc fa 16 may, 2006 letter.